Event description:
Patient called lfs in 2004 alleging the meter would power off while attempting to test. The patient reported high blood glucose symptoms of dry mouth and headache at the time of testing. Patient went to visit their physician and the result on the physician's meter was 218 mg/dl. The patient was sent to the lab to have a lab test done. No other treatment was reported. The issue was not resolved with troubleshooting. The meter was replaced for the patient. No further information has been reported.